Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was monitored, and no battery out limit alarms were noted during testing. All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms noted. The motor passed the motor test. Unable to verify the error alarms in the alarm history due an over written history file. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker, a stained lcd resilient cover, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that the blood glucose was elevated. The customer had been attempting to deliver a bolus and was unable to escape the menu, the screen went blank, and the customer changed the battery, and the motor error alarm occurred and the keypad stopped responding. The blood glucose reading was 275 mg/dl. The customer reported that the drive support cap appeared normal and recessed. Insulin exited at the rewind with no alarms. The insulin pump had alarmed for a motor error within 30 days the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.